Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 73-year-old female arrived with an impella cp device in place for hemodynamic support while awaiting coronary artery bypass graft surgery. The plan was to remove the impella cp device in the operating room. During patient transfer, a purge system open alarm was noted. The purge pressure was measured between zero and one hundred millimeters of mercury, and the purge flow was thirty milliliters per hour. Fluid leakage was observed at or near the purge filter, which was suspected to be cracked, possibly related to patient repositioning. The device was removed as planned. No patient injury or adverse clinical effects were reported.

Manufacturer narrative:
D1: corrected brand name. D4: corrected catalog number, lot number, expiration date, serial number, UDI. G4: added the PMA number. H4: corrected the manufacturer date.